Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error during the rewind process. The patient's blood glucose at the time of incident is unknown. The customer reported a motor position encoder error alarm as well. She also mentioned that motor error alarms occur whenever she attempts to rewind the insulin pump. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the insulin pump was stuck in rewind mode. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. However, the insulin pump had normal operating currents and passed self-test and passed off no power test. The insulin pump also passed the displacement test. The motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.